Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: analysis was performed by a philips remote service engineer (rse) which included interviewing the customer who noted the alarm events, which are regularly highlighted and recorded, were not always heard regularly. The rse had the customer check the cannon db25 audio connector, which was not firmly seated, and the speaker was not playing the alarm sounds correctly. As a result, now every single audio alarm is played loud and clear. The customer firmly seated the db25 audio connector and soon after the unit returned to working specification. Based on the information available in the case and provided by remote service personnel, the cause of the reported problem was confirmed to be a loose connector. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that isolation telemetry does not report alarms. The device was in use on a patient at the time of the event, there was no adverse event reported.